Event description:
It was reported that during a ptca procedure of a totally occluded, tortuous and calcified lesion, the physician experienced difficulty crossing the lesion. The balloon was inflated once to unknown atmospheres and the shaft of the catheter broke during pull back from the lesion. The catheter was removed without incident. No patient injuries or complications occurred.